Manufacturer narrative:
Other applicable components: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain, spinal stenosis and joint pain/arthritis. It was reported that the patient's whole stimulator with the exception of part of a lead was removed on (B)(6) 2014; the patient stated that the surgeon could not get the entire lead out. The patient reported that the reason the ins was removed was because they were not using it anymore and they had issues with recharging the ins/could not get it to charge and they elected to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.